Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving too much drug and the therapeutic dose was lowered. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 770 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was mentioned that the patient was on oral baclofen and it was unknown if the prescription had been discontinued, the patient was also taking lyrica. It was reported that patient has had issues with their medication dosage; since implant the patients dosing has gone from 500 to 2000 mcg/ml of baclofen. On (B)(6) 2018 the dose was increased from 700 to 770 mcg/day. It was reported that the patient was having side effects that included: his arms and hands feeling tight, flu-like symptoms, disoriented and confused as well as showing symptoms of both withdrawal and overdose. It was reported that the patient was feeling "worse off than he was before" he got the pump implanted. It was noted that after the dose increase on (B)(6) 2018 the patient did feel good for about day but then symptoms continued over that weekend. It was reported that a dye study would be performed on (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the catheter was functioning properly and the patient was doing well. No additional drugs were added to the pump which was noted as still being implanted. No further information was reported as a result of this event.